Event description:
Perforation of the bowel occurred during a diagnostic colonoscopy procedure. The pt was taken to surgery for repair of the perforation. The hosp risk manager reported that the pt was initially recovering well as a result of the surgery but due to complications following the surgery, the pt's condition has deteriorated. The risk manager reported that the surgeon attributed the pt's deterioration to clot disruption which resulted from removal of the intravenous lines initiated following surgery. The elderly pt has had a change in mental status and her condition is described as disoriented and not alert. The risk manager stated that the pt may not recover from the post-operative complications.